Event description:
Olympus was informed that the esg-400 electrosurgical generator issued error message e433 during receipt inspection. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus korea (okr), (received at okr on (B)(6) 2022. Error message e433 may have different technical causes but since it only occurred intermittently during the inspection, the exact technical cause for its occurrence could not be determined in this case. Thus, a temporary fault is assumed. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.